Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2016.device evaluation: the device has been returned and evaluated by product analysis on 03/28/2016 with the following findings: review of the black box data revealed evidence of unacknowledged alarms that lead to battery voltage depletion on (B)(6) 2015 at 03:22. On investigation, the pump powered on with returned battery cap secured properly to the pump. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms occurring. A "no power" event was not duplicated during investigation. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. The pump was found to be operating within the required specifications without malfunction. Unrelated to the original complaint, the pump case was noted to be cracked in lower rh corner of display area.